Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea / severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy). At the time of the report, the back pain, myalgia, nausea, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, migraine, myalgia, nausea and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 25-mar-2020: pfs + mr: reporter, patient info, lot number, insertion and removal dated were added. Also, the events: abnormal bleeding (vaginal, menorrhagia), salpingectomy (bilateral removal of fallopian tubes), nausea, nickel allergy, dysmenorrhea (cramping), pain, other injury(ies) or complication please describe: back/ muscle pain were added. Case became valid. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced myalgia ("muscle pain/muscle in whole body & lower abdomen and my back and shoulder"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/had a period that lasted 3 weeks"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia areata ("hair loss/bald spot") and metrorrhagia ("spotting between periods"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / severe cramping"). The patient was treated with celecoxib (celebrex) and surgery (salpingectomy(bilateral removal of fallopian tubes) with dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, nausea, migraine, headache, rash, weight increased and metrorrhagia outcome was unknown and the myalgia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, dyspareunia and alopecia areata had resolved. The reporter considered allergy to metals, alopecia areata, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, myalgia, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. Lot number: 689936. Manufacture date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Treatment drug added. Events: rashes or skin conditions type: skin rashes, dyspareunia (painful sexual intercourse), weight gain, hair loss/bald spot, spotting between periods added. Event outcome were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps from january 2008 to june 2019. Previously administered products included for an unreported indication: vcf from january 2010 to june 2010, depo provera from 2007 to 2008 and mirena from 2006 to 2007. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/had a period that lasted 3 weeks"), intermenstrual bleeding ("spotting between periods"), allergy to metals ("nickel allergy"), myalgia ("muscle pain/muscle in whole body & lower abdomen and my back and shoulder"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and alopecia areata ("hair loss/bald spot"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / severe cramping") and pelvic pain ("pelvic pain"). The patient was treated with celecoxib (celebrex) and surgery (salpingectomy(bilateral removal of fallopian tubes) with dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, myalgia, alopecia areata and pelvic pain had resolved and the intermenstrual bleeding, rash, nausea, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia areata, back pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2009 (previously reported). Lot number: 689936, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps from (B)(6) 2008 to (B)(6) 2019. Previously administered products included for an unreported indication: vcf from (B)(6) 2010 to (B)(6) 2010, depo provera from 2007 to 2008 and mirena from 2006 to 2007. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/had a period that lasted 3 weeks"), metrorrhagia ("spotting between periods"), allergy to metals ("nickel allergy"), myalgia ("muscle pain/muscle in whole body & lower abdomen and my back and shoulder"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and alopecia areata ("hair loss/bald spot"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea / severe cramping"). The patient was treated with celecoxib (celebrex) and surgery (salpingectomy(bilateral removal of fallopian tubes) with dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, myalgia and alopecia areata had resolved and the metrorrhagia, rash, nausea, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia areata, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, myalgia, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2009 (previously reported). Lot number: 689936 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: pfs received: outcome of event back pain updated to recovered/resolved as per pfs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps from (B)(6) 2008 to (B)(6) 2019. Previously administered products included for an unreported indication: vcf from (B)(6) 2010 to (B)(6) 2010, depo provera from 2007 to 2008 and mirena from 2006 to 2007. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/had a period that lasted 3 weeks"), metrorrhagia ("spotting between periods"), allergy to metals ("nickel allergy"), myalgia ("muscle pain/muscle in whole body & lower abdomen and my back and shoulder"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and alopecia areata ("hair loss/bald spot"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / severe cramping") and pelvic pain ("pelvic pain"). The patient was treated with celecoxib (celebrex) and surgery (salpingectomy(bilateral removal of fallopian tubes) with dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, myalgia, alopecia areata and pelvic pain had resolved and the metrorrhagia, rash, nausea, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia areata, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2009 (previously reported). Lot number: 689936 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: pfs received. Event:pelvic pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea / severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy). At the time of the report, the back pain, myalgia, nausea, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, migraine, myalgia, nausea and vaginal haemorrhage to be related to essure. Lot number: 689936 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 689936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal cramps from (B)(6) 2008 to (B)(6) 2019. Previously administered products included for an unreported indication: vcf from (B)(6) 2010 to (B)(6) 2010, depo provera from 2007 to 2008 and mirena from 2006 to 2007. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/had a period that lasted 3 weeks"), intermenstrual bleeding ("spotting between periods"), allergy to metals ("nickel allergy"), myalgia ("muscle pain/muscle in whole body & lower abdomen and my back and shoulder"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and alopecia areata ("hair loss/bald spot"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / severe cramping") and pelvic pain ("pelvic pain"). The patient was treated with celecoxib (celebrex) and surgery (salpingectomy(bilateral removal of fallopian tubes) with dilation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals, myalgia, alopecia areata and pelvic pain had resolved and the intermenstrual bleeding, rash, nausea, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia areata, back pain, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, myalgia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2009 (previously reported). Lot number: 689936 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information added and date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.